Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported prior to an unrelated procedure, upon interrogation it was discovered the atrial lead was oversensing lead noise and triggering inappropriate mode switching. No intervention was completed on the lead during the procedure. It remained implanted and functioning within normal limits. The patient was stable.